Event description:
Catheter inserted over a pre-existing line in the left subclavian for fever management. Clinician recalls a "one-pass slide in without obstruction" during insertion. The unit appeared to have functioned properly over the next 48 hour period. No leakage or blood noted in line. Pinwheel on the startup kit was rotating indicating flow was checked and operational. No alarms present and no saline was missing from set during this period. Per rn, machine audible alarm sounded and screen read "air in line" four days later. Rn noted only 30 cc of saline remaining in the neoprene wrapped bag of 500 cc saline, with lots of air noted in the saline bag. The bag was primed with 250 cc of the 500 cc of saline upon set-up, with a remaining 220- 250 cc of saline visible. There was no change in vital signs other than the patient's temperature began to rise. The sutures were removed and upon attempted removal of the catheter the clinician met with resistance. A vascular surgeon was consulted who removed the catheter in the operating room. The balloon was ruptured and it is unclear at this time when the rupture occurred.====================== manufacturer response for catheter, thermal regulation, cool line, and temperature control unit, coolgard 3000======================requested catheter by sales representative came in and investigated unit prior to facility notification of either biomed or risk management. Vendor states that memory had been wiped out and that there was no error codes present.